Manufacturer narrative:
Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer reported to have reused cartridges and tandem technical support (cts) informed customer that the cartridge was labeled for single use. Customer declined cts offer to perform a pump system check. Customer's blood glucose was in the 400 mg/dl range.